Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 198 mg/dl. Customer stated that she used 3 different new batteries in the pump and still not coming on. Customer was advised to remove battery for 10 minutes and insert the new aaa alkaline battery. Customer stated the display did not return. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 900 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of throwing up. Customer cause of hospitalization was food poisoning and pump was not functioning properly. Customer is in the hospital for 3 days. Customer was wearing the pump at time of hospitalization.